Event description:
Additional information was received. It was reported that the patient was doing fine.

Manufacturer narrative:
Final analysis of the pump found multiple motor stalls in the pump logs with no recoveries. During destructive analysis, the technician found significant residue and shaft wear on the upper and lower shaft of the rotor magnet. Significant residue was also found in the gear-train. It was noted that the stalls were due to shaft-bearing and gear-pinion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went into the clinic because she noticed the pump alarm. The pump logs showed an intermittent motor stall that never recovered. No possible source of electromagnetic interference (emi) could be identified. The physician was advised to program the pump to minimum flow rate and to transfer the patient to an implantation center to replace the pump. It was indicated that the explant was planned for approximately (B)(6). There were no patient symptoms or complications associated with the event and, at the time of report, there was no patient injury. The device system was used to deliver morphine.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.